Manufacturer narrative:
(B)(4). D10: unknown liner unknown. G2: foreign: australia. Proposed component code: mechanical (g04)- head. Attempts have been made to gather all product identification information, and no further information has been provided. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a hip arthroplasty procedure and was implanted with zimmer biomet products. Subsequently, the patient was revised due to infection. Head and liner exchanged.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6, h10. Visual examination of the provided pictures identified an explanted poly liner covered in bio debris. There are some deformation observed to the inner edges of the liner and its outer surface. It is not known whether the damage observed occurred during explant of the liner. No product identifiers were provided for the explanted liner. There is also an image provided of an explanted ring component covered in bio debris, however the item cannot be identified based on the image alone. No product was returned; further visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is unlikely that the specified device caused any patient infection. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.